Manufacturer narrative:
(B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 2ml ls emerald caused difficulty drawing medication. The following information was provided by the customer: this nuclear medicine department uses the syringe for radioactive isotopes. They are used to use the bd plastipak 300185, but have recently converted to bd emerald 307727. They do not feel safe using 307727 because they experience that the syringe draws in air when they withdraw the fluid. They also find that there is some kind of overpressure in the syringe, so that the liquid they withdraw runs out when they let go of the syringe plunger.

Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 307727 to investigate for this record. The evaluation of the pictures presented air entrance in the syringe during use. As a result, bd was able to verify the reported issue. Bd believes that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determined as no sample is available to be analyzed. The lot# is unknown so a DHR could not be performed.

Event description:
It was reported that an unspecified number of syringe 2ml ls emerald caused difficulty drawing medication. The following information was provided by the customer: this nuclear medicine department uses the syringe for radioactive isotopes. They are used to use the bd plastipak 300185, but have recently converted to bd emerald 307727. They do not feel safe using 307727 because they experience that the syringe draws in air when they withdraw the fluid. They also find that there is some kind of overpressure in the syringe, so that the liquid they withdraw runs out when they let go of the syringe plunger.